Event description:
The customer reported during a case, the screen went blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation and checked out put of isolation transformer, rtn-ac 118vac, CT-ac1 117.6vac, CT-ac2 117.5vac. Then check 5vdc at fluoro function pcb for 5.09vdc. The problem could not be cuplicated. The system was returned to customer service.